Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse noted patient had been cooling and was halfway through phase. Patient temperature was stable at targeted temperature was 33.5c, but patient temperature had been dropped, water was not getting warm and then arctic sun device was alerting 113 reduced water temperature control. Patient temperature was 32.7c targeted temperature was 33.5c water temperature was 26.6c water flow rate was 0.5 l/m. Neonatal pads attached. Nurse noted once patient temperature started to drop that's when issues began. They stopped therapy, drained and disconnected. Reconnected holding nowhere near clear connectors. They had straighten out bends or kinks and they moved device so that lines were flowed straight to the device. Restarted therapy and water flow rate did not rise above 0.2-0.3 l/m. Advised to swap out pads and set these aside for return.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse noted patient had been cooling and was halfway through phase. Patient temperature was stable at targeted temperature was 33.5c, but patient temperature had been dropped, water was not getting warm and then arctic sun device was alerting 113 reduced water temperature control. Patient temperature was 32.7c targeted temperature was 33.5c water temperature was 26.6c water flow rate was 0.5 l/m. Neonatal pads attached. Nurse noted once patient temperature started to drop that's when issues began. They stopped therapy, drained and disconnected. Reconnected holding nowhere near clear connectors. They had straighten out bends or kinks and they moved device so that lines were flowed straight to the device. Restarted therapy and water flow rate did not rise above 0.2-0.3 l/m. Advised to swap out pads and set these aside for return. Per follow up received via phone on 03oct2023 it was reported that the patient was a 2 day old male that weighed less than 10 pounds. Troubleshooting with mis resulted in the nurse being advised to change the warming blanket. Once the blanket was changed, the issue was resolved. The device did not go to biomed.